Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing a return of symptoms. Pt stated they are still having urgency-frequency and they have increased stimulation slightly over the past few days already. Reviewed therapy expectations. Pt confirmed therapy was on. Pt stated they noticed yesterday (B)(6) 2021 that their program had unknowingly changed from program 1 to 2. Pt elected to stay on program 2. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. No further complications were reported/